Event description:
On (B)(6) 2012 our firm was contacted by an optometrist¿s office to inform us of a pt with a central corneal ulcer os. The informant reported the pt was treated with zymaxid and pred forte ophth. Drops. The optometrist was not available to provide details. On (B)(6) 2012 the doctor stated the pt had been wearing acuvue oasys brand contact lenses for about 5 years. In (B)(6) 2012, the pt presented with a small peripheral corneal ulcer os. The pt was treated and returned to contact lens wear. On or about (B)(6) 2012, the pt presented with 2 corneal ulcers os. The peripheral ulcer was about 0.5mm in diameter. The more central ulcer was about 1.5mm in diameter and was characterized as infectious by the doctor. No culture was collected. The pt was treated with an initial dose of pred forte then zymaxid qlh x 24 hour then q2h x 24 hours then tid. He stated the ulcer was healing well. The pt had been using opti-free replenish and had switched to biotrue. Product had not been returned to the provider¿s office and was not available for eval. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001rsg was manufactured under normal conditions. If add¿l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.